Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. There was no request to perform data analysis on the device before replacing. No additional adverse patient effects were reported. The device was kept by the hospital and is not expected to return.